Manufacturer narrative:
Return requested for mvs interface cable. No parts have been received by manufacturer for analysis. On 04/19/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Faulty umbilical cable, replaced umbilical cable with new one, issue resolved no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system displayed the message "stand alone mode" intermittently. In trouble-shooting, the imaging system was re-booted, then disconnected/reconnected cable to boot-up properly. Connecting pleora to mobile view station (mvs) directly did not resolve the issue. Checked that the electronic picture archiving and communication systems (pacs) scan was on and blue network cable at the back of mvs computer received a steady orange and slow blinking green. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device serial number now provided.

Manufacturer narrative:
There was no patient present when this issue was identified. A medtronic representative, following up with the site, reported that this issue was identified before a planned procedure and before a patient was present. The surgeon opted to start and complete the procedure without the use of the imaging or navigation systems. The medtronic representative was then able to fix the imaging system before the planned second procedure and the surgeon used the imaging system in the second procedure without issue. Medtronic investigation of returned suspect mvs interface cable confirmed the reported event. The cable failed bench testing continuity test failed, open between lemo pin 3 and the small diameter wire ground lug. Gbit test passed. The 100t test passed. Visual inspection passed. The reported event was confirmed to be caused by an electrical failure mode due to an open on the cable.